Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device gave a "no disposable" message. It was unresolved; there was no air present. The reservoir volume was 71.5, 27 was given, and the rate was 1.1. There was no patient, or clinician injury associated with this event.